Event description:
During a surgical procedure at 16,671 joules of use and 3:38 minutes, it was reported that the first fiber showed "significantly diminished vaporization efficiency; the fiber repeatedly blinked and went into standby". The second fiber was used for 72, 852 joules of usage and 9:47 minutes; it was observed "significantly diminished vaporization efficiency". The third fiber was used to complete the case at 96,510 joules of use. Patient outcome: "ok." This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap appears moderate detritus adhesion; the fiber bevel edge at the output window has shifted forward. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.